Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided pictures identifies the unit and shows the coblator from the front but provides no complaint related information. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a tonsillectomy with adenoidectomy procedure, the coblator ii controller, with parameters 7/3 was turned on for 5 minutes and it started smoking. The procedure was completed with a backup device and no significant delay nor further complications were reported.